Event description:
The customer reported that the device only delivered 2 shocks. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device only delivered 2 shocks. No adverse pt impact was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.